Event description:
It was reported that the customer¿s ilet had a cracked screen that rendered the touchscreen unresponsive, and a replacement device was arranged while the user reverted to an alternative insulin therapy. Symptoms included no reported changes in blood glucose. Outcomes included no reported alerts, alarms, or clinical impact. Investigation included review of the device condition based on customer-provided information and logistical verification of replacement. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen leading to loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.